Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared.